Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a system needed a lamp replacement. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
This file is not reportable with the new information received. There will be no further reports sent in. (B)(4).

Event description:
New information received stating the system displayed a system message code during a procedure. There was no patient harm.